Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that a patient replaced a cleo infusion set after experiencing a high glucose level (>250 mg/dl). The issue resolved after the infusion set was changed. There were patient involvement and no harm.